Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer contacted the customer care solution center and alleged that the alarm and heart rate were not displayed on the complaint device and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
H10 the issue was resolved by the field service engineer (fse) identifying a training issue at the customer facility. The fse provided instruction to the customer as a resolution. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.